Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection of the sample a kink was found on the tubing near the roller clamp and a tear was found in the tubing as well. A device history record review for model 11448965 lot number 20083351 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the tear in the tubing was traced to the design of the set. It is possible to pinch and tear the tubing if the tubing moves while the roller clamp is quickly closed or if enough pressure is applied. The root cause for the kink in the tubing was also traced to the roller clamp. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #200833351 regarding item #11448964. H3 other text : see h.10.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: complaint 2 of 2: material no: 11448964; batch no: 20083335. Unusual circumstances? Yes, small hole or tear in tubing, causing leakage. How was it detected? Nurse witnessed issue while in progress of priming secondary line. Describe reported problem/event in detail: nurse was priming secondary tubing and noticed leakage of saline from hole/tear in side of tubing.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: complaint 2 of 2, material no: 11448964, batch no: 20083335, unusual circumstances? Yes, small hole or tear in tubing, causing leakage. How was it detected? Nurse witnessed issue while in progress of priming secondary line. Describe reported problem/event in detail: nurse was priming secondary tubing and noticed leakage of saline from hole/tear in side of tubing.